Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a 35mm watchman flx closure device was implanted. The patient was placed on an oral anticoagulant (oac) regimen including plavix and eliquis. At the 45 day routine follow up, a device related thrombus was discovered on transesophageal (tee) imaging necessitating a medication intervention. A follow up computed tomography scan is planned after three (3) months. No patient complications were reported.